Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a transabdominal hysterectomy procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.